Manufacturer narrative:
The device had a minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken reservoir tube lip, and cracked lcd window. The device was received with broken off reservoir tube lip. Reservoir was unable to lock in place due to reservoir tube lip completely broken off.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump¿s reservoir compartment wasdamaged. The opening had a crack and a piece of plastic had fallen off. Thereservoir kept falling out. The reservoir cannot lock in properly. They couldnot recall any significant events that led to the damage. The customer¿s blood glucoselevel was 12.9 mmol/l. The device will not be returned for analysis.